Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-03558. (B)(4). It was reported that vessel dissection and timi flow 2 occurred. In (B)(6) 2014, the patient developed cardiac chest pressure and was referred for cardiac catheterization. Coronary angiography revealed absence of thrombus, aneurysm or in-stent restenosis (isr) in proximal and mid left anterior descending (lad) artery. Non target vessel revascularization was performed. Also, core lab angiographic findings showed 100 %stenosis, isr stenosis pattern 4,absence of thrombus and aneurysm in ramus. Target lesion revascularization was performed. The lesion was then treated with balloon angioplasty using 1.5 x 20 mm and 2.0 x 30 mm emerge push balloon catheters resulting in distal dissection with 20% residual stenosis and timi flow 2.